Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach in the patient. All indications were normal, suction was good and steady. Generally, when the plunger is depressed, there is a slight change of sound, but in this instance there was nothing. There was no evidence of trauma or piercing in the esophagus, and the implant had dropped into the stomach. Another capsule was calibrated, which implanted successfully. No known adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The capsule was not received for evaluation. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reported. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented and the capsule electrodes were okay. The delivery system did not have any other visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.